Event description:
The customer stated that the battery in the unit went dead a little over 3 months. According to the customer, the unit was never turned on.

Manufacturer narrative:
The device has not been returned to date, but is expected to be returned shortly.